Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned the seal of the package has been peeled off. No further information was provided.